Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, it was discovered that the unit would not power up. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4), has been completed. Upon eval, the charger/modem would not power up. The cause for the failure to power up was that the charger/modem failed to program the flash test. The root cause of the flash failure cannot be positively identified. No adverse event resulted from the defective charger/ modem. The last pt to use this charger/modem did not report any problems.